Manufacturer narrative:
Analysis/preliminary evaluation: upon receipt of the sample, pre-decontamination testing of the complaint sample revealed what appears to be a material rupture at the midway point of the balloon catheter. The complaint sample was decontaminated and prepared for further evaluation. A lot history review revealed this is the only complaint associated with balloon rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Conclusion: the returned sample is undergoing evaluation which has not yet been completed. The DHR found nothing to indicate a manufacturing related cause for this event. Although requested multiple times, the patient¿s age, gender, weight, and additional event details were not able to be obtained. Upon completion of the investigation, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly was unable to inflate during treatment of the target lesion. The health care professional (hcp) removed the lutonix dcb successfully. The vessel and lesion morphology is unknown at this time. No adverse patient effects were reported.

Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, pre-decontamination testing of the complaint sample revealed what appears to be a material rupture at the midway point of the balloon catheter. The complaint sample was decontaminated and prepared for further evaluation. A lot history review revealed this is the only complaint associated with balloon rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Conclusion: returned product analysis confirmed the material rupture was a hole in the middle of the balloon. The DHR found nothing to indicate a manufacturing related cause for this event. Although requested multiple times, the patient¿s age, gender, weight, and additional event details were not able to be obtained. A definitive root cause for the rupture could not be determined. It is unknown if procedural issues contributed to the reported event. If additional information is obtained, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly was unable to inflate during treatment of the target lesion. The health care professional (hcp) removed the lutonix dcb successfully. The vessel and lesion morphology is unknown at this time. No adverse patient effects were reported.